Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to non-physiologic noise oversensing. Technical services reviewed the data and indicated the noise could either be caused by incomplete electrode insertion, impairment of the electrode or other issue involving sense b circuit which affects primary and alternate vector. Troubleshooting was recommended to evaluate lead mechanical integrity and lead/device connection. The patient was scheduled for an in-clinic follow. This s-ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to non-physiologic noise oversensing. Technical services reviewed the data and indicated the noise could either be caused by incomplete electrode insertion, impairment of the electrode or other issue involving sense b circuit which affects primary and alternate vector. Troubleshooting was recommended to evaluate lead mechanical integrity and lead/device connection. The patient was scheduled for an in-clinic follow. This s-ICD remains in service and no additional adverse patient effects were reported.